Event description:
It was reported that the patient presented for a procedure. Upon interrogation, prior to the procedure, it was noted that the atrial lead exhibited high pacing impedance and abnormal sensing. An x-ray was performed and the atrial lead was found to be dislodged. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, sensing anomaly and high pacing impedance. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. After cleaning, the helix can be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of sensing anomaly and high pacing impedance were not confirmed. Electrical, visual and x-ray examinations did not find any anomalies.